Event description:
It was reported that the patient experienced hyperglycemia with continuous glucose monitor (cgm) readings peaking at 345 mg/dl and a confirmatory fingerstick of 306 mg/dl for approximately 2¿3 hours while using an ilet system; review of the pump history and healthcare provider report showed that a dinner meal was not announced on the ilet, and the patient inquired about taking a manual insulin dose but was advised to allow the automated correction to proceed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure, and involvement of the user interface, as the missed meal announcement led to the hyperglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.